Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device had an unspecified malfunction. During service and evaluation, it was observed that the device had a damaged component - cable/cord/wiring, tool locking defective, motor defective, control unit defective and was water damaged. It was also noted that the device failed pre-test for loctite and cable, cutter lock, motor thermistor, handpiece temperature and safety. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.